Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a craniotomy surgical procedure the attachment device had "loose bearings". The reporter stated that the attachment device was not used as it was "noticed that the cutter device would not insert properly into the attachment device". There was a five minute delay to the planned surgical procedure. A spare motor device with attachment devices was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The device failed the cutter insertion assessment test and the protective foot was drilled into. Therefore, the reported condition was confirmed. Evidence suggests this was due to usage/wear over time and mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a craniotome device "had bad bearings". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown but the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.